Manufacturer narrative:
The physician has elected to replace the lead. It is unknown if the replacement procedure has occurred. A request was made to return the lead for analysis following explant. No additional information is available.

Event description:
Boston scientific received information that this lead exhibited high, out of range pacing impedances and increased thresholds.